Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that during the implant procedure, the patient's right atrial (ra) lead exhibited low pacing impedance and visual inspection of the lead revealed that the insulation was damaged. The lead was explanted and a new ra lead was implanted successfully. The patient was stable.